Event description:
It was reported that the patient had the battery replaced in (B)(6) 2014 and since then had had shocking sensation at the implantable neurostimulator (ins) pocket. The healthcare professional was able to elicit the shocking sensation by palpating at the location of the extension as it exits out the header block. The extension was wrapped behind the ins. There were no falls or traumas. Current impedance measurements were normal. Patient¿s settings were 4.2v, 120 pw, 180hz and 1+2-3- were electrodes used in the left ventral intermediate nucleus (vim). The patient was set at 4.8v with old ins but was changed to 4.2v with the new one as that had reduced the amount of shocking the patient was feeling. The shocking sensation goes away when the ins is off. Reprogramming was done to turn device down below therapeutic level to prevent shocks. The issue was not resolved and the cause was not determined. There was pain and less than 50% therapy relief at the device pocket, the left side implant. The patient was going to undergo a revision surgery on (B)(6) 2015. The plan was to disconnect and reconnect the extension from the ins, test impedance intra-operatively and replace the extension and or the battery if needed. The patient remained at the sub therapeutic setting to prevent further pocket s hocking. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted,

Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v884066, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0e6h5, implanted: (B)(6) 2014, product type: lead. (B)(4).